Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer was unable load a cartridge onto the pump. Customer's blood glucose (bg) was 300-400 mg/dl with high blood pressure. Subsequently, the customer was taken to the emergency room and received treatment that the customer did not recall. The customer was later admitted to the hospital as the customer was still not feeling well with bg of 200-300 mg/dl. The customer was treated with insulin drip and fluids. The customer was discharged on (B)(6) 2019 with no permanent damage. Tandem technical support (cts) examined pump history and could not verify any loading issues. Reportedly, cts assisted customer with loading a new cartridge successfully.